Event description:
It was reported during a rectum procedure in 2007, the instrument cut, but stapled only on one side of the tissue. There was no hemorrhage, but the feces were still present in the patient- went into the abdominal cavity (the patient had on occlusion before the procedure began). This had resulted in prolongation of the surgery, which lasted 6h30. The surgeon finished the low resection with a circular stapler. A leak test was performed with no issue. The instruments were not kept. The day after, the patient was bad and was re-operated because the staples did not hold. A "stomy" was performed. The patient is still in the ICU (12 days later), but feels much better. The patient is still in the unit due to a fever, but eating. He will be moved soon. It is believed the "stomy" will be permanent.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Add'l batch # c5g401.